Manufacturer narrative:
Add MDR code 1946.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 55-56 mg/dl. Cause was not known. Customer consumed juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55 mg/dl. Cause was not known. Reportedly, the customer lost consciousness, fell on the floor and suffered a face wound. Customer consumed juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.